Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nurse reported via phone call that customer was hospitalized due to high blood glucose of 400 mg/dl on (B)(6) 2019. Customer was treated with intravenous insulin. Customer was using insulin pump within 48 hours of reported event. Customer does not alleged for possible under delivery. Customer performed high pressure test and passed the test as well as passed all other test. Insulin pump will not be returned for analysis.